Event description:
It was reported that an 80-year-old female underwent a galaxy-assisted bronchoscopy procedure targeting a left lower lobe lesion and a left upper lobe lesion. There was no allegation that a galaxy system malfunction occurred. During the procedure, the physician was able to navigate to the lesion and parked approximately 38 mm from the target prior to performing tilt. The patient had a pacemaker, which resulted in artifact on the tilt image; however, the lesion was identified and marked. During biopsy activity, the physician used a needle to tunnel through the airway to access the lesion but experienced difficulty reaching the blue circle due to needle deflection. The physician then proceeded to target a 10 mm left upper lobe lesion. The physician was able to navigate to the lesion; however, when tilt was performed, the lesion could not be located, and the physician identified a pneumothorax. The bronchoscope was backed out, and the case was completed. Ultrasound was brought in to confirm the pneumothorax, and a chest tube was inserted. Attempts to collect additional patient demographics were unsuccessful.

Manufacturer narrative:
Additional information provided by the noah clinical representative confirmed that the pneumothorax was first suspected after the left upper lobe tilt. The patient was asymptomatic, admitted following the procedure, and discharged the next morning in good condition. The physician did not attribute the event to a galaxy system malfunction and was unsure of the cause of the injury. The clinical representative confirmed that no galaxy system malfunctions occurred during the procedure. The needle deflection occurred prior to the injury. The bronchoscope was discarded after the procedure. Concomitant devices used during the procedure included forceps and needles; however, the brands were not recalled. System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was not returned for investigation as it was discarded. Manufacturing records were reviewed and confirmed the bronchoscope passed final qa/qc inspection prior to release. Video review demonstrated that the galaxy system functioned as intended, with no evidence of device malfunction or abnormal system behavior. Pacemaker-related artifact was observed, consistent with the complaint information; however, the lesion was identified and marked, and there was no evidence that the contraindicated use of the galaxy system in a patient with an electrically activated implantable device impacted or contributed to the reported event. The procedure involved multiple biopsy tool deployments, including forceps and needle use for tunneling through parenchyma to gain additional navigational freedom. Slight tool deflection was observed during attempted lesion access. Per complaint information, the pneumothorax was identified after completion of left lower lobe biopsy activity and during the subsequent attempt to target the left upper lobe lesion. The pneumothorax was not directly visualized during video review. The physician did not attribute the event to a galaxy system malfunction and was unsure of the cause of the injury. There was no evidence to reasonably suggest that a galaxy system malfunction contributed to the reported pneumothorax. This MDR has been submitted because the patient experienced a pneumothorax requiring chest tube placement and hospitalization. No galaxy system or bronchoscope malfunction related to the injury was reported or observed during investigation.